Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the customer reported issue. The cse replaced the customer supplied graphic user interface (gui) central processing unit (cpu), which resolved the customer reported issue. Covidien ref: (B)(4).

Event description:
A report was received from the (B)(6) reporting the device had "no display". There was no report of pt involvement.